Event description:
It was reported that the mattress on this bed is ripping on the edges. No injuries reported.

Manufacturer narrative:
The torn mattress was disposed of by the user facility and not returned to the manufacturer for analysis. It is unk how the edges of the mattress were ripped. A replacement mattress was sent to the customer.